Manufacturer narrative:
Additional info: b3 - date of event; b5 - describe event or problem

Event description:
Olympus was informed that during maintenance at the customer site the esg-400 hf-generator issued error message e433 and performed automatic restarts. No procedure/patient was involved.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on (B)(6) 2022). During the evaluation at omsi, the occurrence of error message e433 was confirmed and traced back to a defective hvps board. Thus, the reported incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In addition, omsi found damage to the generator¿s housing, which was most likely caused by improper handling and can thus be attributed to user error. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that an unspecified time/date the esg-400 hf-generator issued error message e433 and performed automatic restarts. No further information was provided but there was no report about an adverse event or patient injury.